Event description:
During the subsequent in-clinic follow-up, x-ray imaging confirmed an lv lead underinsertion as the root cause of the previously observed system anomalies. The revision procedure was later performed. During the revision, lv lead integrity was checked via the psa; all favorable electrical parameters were observed. As a result, the physician elected to remove the associated device and implant another boston scientific device of same model type, with this chronic lv lead. During terminal pin insertion, a notable resistance was exhibited. Reportedly, the physician used both water and mineral to correctly seed the terminal pin within the new device's header. All measurements post connection were acceptable and the procedure completed. No adverse patient effects were reported and the explanted device is intended to be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant, this device and left ventricular lead exhibited high out of range impedance values. It was reported that lead measurements with the psa during implant were favorable; however, once connected with the device, high out of range values were observed in several configurations. Prior to pocket closure, the physician was able to obtain optimal measurements via one of several lead configurations for this system. No adverse patient effects were reported. During a subsequent follow-up, normal values continued to be observed with the chosen configuration at implant; however, high out of range values were again observed when testing alternate configurations. Device data was sent to boston scientific's internal engineers for review. The engineering assessment concluded several possible root causes: lead underinsertion, lead dislodgement, non-optimal lead placement and finally, pocket fibrosis. To date, no system changes have been performed however, an x-ray image of lead positioning was recommended at the next in clinic follow-up.